Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer was failed, not detected on the bus and unable to recover.The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.As per part investigation, it was determined that the reported device not detected on bus condition was caused by physical damage to the row board ribbon cable (P/N: 150825-01), where exposed copper conductors compromised electrical integrity and disrupted communication, preventing the device from being detected on the system bus.However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINTS WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 03-SEP-2020 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE FULL HEIGHT CUBIE DRAWER WAS FAILED. A FIELD SERVICE ENGINEER (FSE) REPLACED THE CUBIE DRAWER CONTROLLER BOARD AND ROW BOARD CABLE AND ALSO RESEATED THE CUBIE TRAY AND POCKETS TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER HAD REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DRAWER WAS FAILED, NOT DETECTED ON THE BUS AND UNABLE TO RECOVER. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION AND CAUSED A DELAY TO THE PATIENT CARE. HOWEVER, THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The report of the ¿Device not detected on bus¿ was confirmed during Field Service Engineer (FSE) testing and subsequently validated in the DCHU testing process.According to Work Order (WO): (b)(4). FH (full height) Cubie pockets kept failing and missing on med application configuration. The FSE replaced Cubie drawer controller board, replaced row board cable and reseated all Cubie trays and pockets. Test and able to recover all pockets after.During DCHU visual inspection the following findings were observed:PN: 331392-01: Was received and did not show any physical damage, loose components, fluid ingress or missing components.PN: 150825-01: Was received with exposed copper conductors.During DCHU testing the following findings were observed:PN: 331392-01: DCHU testing verified that all PCBA measurements were within acceptable limits (greater than 1000 ohm), and Hardware Test Application (HTA) confirmed that the PCBA operates as intended.PN: 150825-01: DCHU test was not required for the ASSY CABLE RIBBON based on the results obtained during the visual inspection.The device was in use for treatment purposes as intended per 21 CFR 820.198 (d).ROOT CAUSE:The root cause to the reported failure ¿Device not detected on bus¿ is attributed to the physical damage/condition of the part ASSY CABLE RIBBON ROWBOARD (PN: 150825-01). The exposed copper conductors resulted in loss of electrical integrity and disrupted communication, preventing the device from being detected on the system bus.